Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ two years and 8 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has a history of hemolysis, and that the lvad produced elevated estimated flow and powers. On (B)(6) 2017, an echocardiogram was performed and revealed that the aortic valve was closed. On (B)(6) 2017, an echocardiogram revealed right ventricular function was reduced, and there was severe pulmonic valve regurgitation, with possible vegetation. The patient¿s inr goal was readjusted to 2.5-3. Prior this event, the patient¿s inr goal was 1.5-2.0, due to a history of previously unreported gastrointestinal bleeding. Additional information was requested, but not provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established. Evaluation of the submitted two system controller log file dated from (B)(6) 2017 contained pump power elevations over 9 watts were captured on (B)(6) 2017; mostly accompanied by pi events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The elevations in flows and powers were resolved, and the patient was discharged home on (B)(6) 2017. No further issues were reported.